Manufacturer narrative:
(B)(4). Date sent: 2/5/2016 information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Year 2015, exact event date not provided. Additional information was requested and the following was obtained: were the clips loaded into the jaws of the device off of the structure to be ligated prior to each clip application? She said yes. Was there a cholangiogram? No. Was the clip used to secure the cholangiogram catheter? No. Were there any issues noted with the clip formation in the initial operation? She said some have been malformed and were easy to pull off the structure. How many clips were placed on the patient side? 2-3. How many clips were placed on the specimen side? 1. How were the leaks identified? I forgot to ask his question. Will ask at next lap chole I am in with the surgeon. How were they addressed? Stenting. Patients have recovered.

Event description:
It was reported that during an unknown procedure, there wasn't any issue with the device performance noted during the case. The patient developed a bile leak post-op. It is unknown what was done to address the bile leak. No further information is known at this time.